Event description:
It was reported that the ventricular lead exhibited low impedance and intermittent capture. A chest x-ray revealed that the insulation was breached at the suture sleeve area. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).